Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the heat shrink tubing is melted at the open end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 10000 joules; 2 minutes, the fiber was not working properly, shooting from the tip and not vaporizing. The fiber was exchanged and the procedure was completed utilizing the second fiber. No damages to the patient reported.

Manufacturer narrative:
(B)(4).